Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification PMA/510(k) number k011028 and k013227.

Event description:
Doctor reported that during the surgery the doctor was placing the implant in tooth location #46 and when he tighten and torque with the ratchet the hex of the mount fractured inside and the implant was removed. Another implant was placed in the same surgery.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) one tsv implant with fracture mount hex was returned for investigation. Visual evaluation of the as returned product identified implant mount hex fractured and remained inside the implant drive feature. Implant damage also identified most likely from the removal process. Pre-existing condition as noted on the per is unknown. The device was located on tooth site #46 (fdi) and the reported issue occurred during placement. The reported event could not be recreated due to the nature of the dental device and event (fracture). Device history record (DHR) review was completed for the subject lot number 1241679. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1241679) for similar event (complaint keyword category: fracture : mount) and no other complaint was identified. June post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and events. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.